Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose (bg) level was 100 mg/dl. Troubleshooting conducted by tandem technical support determined the pump had shut off unexpectedly. The customer has manual injections available as alternate insulin therapy.